Event description:
During an lar procedure, the device produced malformed staples at 1st firing (open shape). The device cut normally. The procedure was completed by additional suture. There were no adverse consequences to the pt.